Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828804pl) was implanted in (B)(6) 2024 at setting 3 due to hydrocephalus. The valve worked well until around (B)(6) 2025 when the patient began having issues like frequent falls. Clinicians changed setting to 2. The patient still had large ventricles and shunt study confirmed that fluid was not flowing properly through the valve. Manometer confirmed during revision surgery that valve was not working properly, therefore, the valve was explanted and replaced on (B)(6) 2026.

Manufacturer narrative:
The certas valve, ID (B)(6) was returned for evaluation. Failure analysis: the position of the cam when the valve was received was at setting 3. The valve was visually inspected; the siphon guard was slightly bent. One needle hole in the needle chamber. The valve passed the test for programming, occlusion, leak, reflux pressure test and siphon guard, root cause analysis: no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the reported issue could be due to biologicals debris as noted in the IFU: "complications of implanted shunt systems include mechanical failure, shunt pathway obstruction, infection, foreign body (allergic) reaction to implants, and csf leakage along the implanted shunt pathway."

Event description:
Na.